Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 14, 2016 that an ultraflex esophageal distal release stent was to be used to treat a 10cm malignant stricture in the mid esophagus during an esophagogastroduodenoscopy with stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture got tangled with the distal end of the stent. The partially deployed stent was removed from the patient and the procedure was completed using another ultraflex esophageal distal release stent. The patient's condition at the conclusion of the procedure was reported to be stable.